Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a fall and is having ¿issues with the battery.¿ the hcp did not know what the issues were. No patient symptoms were reported. The caller was instructed that the patient will need to see the managing healthcare provider (hcp) for troubleshooting after fall. No patient symptoms were reported. No further complications were reported/anticipated.